Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Regarding analysis of the catheter (model 8731), the catheter was found to be patent. A leak was identified regarding the user related hole in the catheter body; three holes were observed regarding catheter segment number two.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8731 serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2012. Product type catheter. The catheter was returned to the manufacturer in 5 segments. Analysis of the catheter (model 8731) on (B)(4) 2017 revealed a user related hole in the catheter body. As per the pump¿s log, morphine with concentration 3.0 mg/ml was being administered at a minimum rate of 0.0177 mg/day as of (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for failed back surgery syndrome and non-malignant pain. The patient's pump and catheter were returned to the manufacturer for analysis with no known complaint associated with the returned devices. No further complication was reported.